Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they are hospitalized due to high blood glucose and diabetic ketoacidosis. Customer¿s blood glucose was unknown at time of incident. Customer stated that they were nauseous and vomiting. Customer was treated with insulin through manual injection. Customer was wearing insulin pump during hospitalization. Infusion set has kinked tubing and adhesive not working properly. Insulin pump will not be return for analysis.